Event description:
It was reported that the ventilator allegedly stopped delivering breaths while connected to a pt with no audible alarm. The pt was removed from the ventilator. The pt was manually ventilated and placed on the transport ventilator. During the reported incident, the lowest sats the respiratory therapist observed was 91 percent. No pt harm reported.

Manufacturer narrative:
All event trace entries are consistent with normal ventilator operation. Internal inspection revealed pins 58 and 60 of component jp12 located on power board are physically damaged. The power board was replaced as a precaution.